Manufacturer narrative:
Follow-up #1: date of submission 01/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2015 with the following findings: no defect was found. Last basal delivery was on 11/03/15@3:45pm. A 3hr delivery interruption due a sequence of ¿cs145¿ occlusion alarms is observed on (B)(6) 2015. Bolus history and black box show multiple canceled boluses due occlusion alarms on (B)(6) 2015. ¿cs176 ¿user cancelled bolus by pressing a meter button warnings are observed on (B)(6) 2015@10:12am and (B)(6) 2015 @ 11:02am. Tdd add up correctly and reflect the programmed basal rate target.-¿ez-prime¿ steps were performed correctly, no ¿cs145¿ alarm or any delivery interruption occurred during the investigation. The pump reflected 24u after a 24hr on 1u/hr duration test; the product delivers within specifications. 10u normal test bolus and 10u audio test bolus were correctly delivered and recorded at the correct time and order . Unable to duplicate ¿bolus canceled¿ complaint. The keypad is undamaged and all buttons respond properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that boluses are canceling and the empty cartridge alarm not going off. Patient has had blood glucose (bg) of 566 mg/dl and is now off the pump and on injections. The patient received no unusual treatment. This complaint is being reported as the issue was not resolved and the patient experienced hyperglycemia.